Event description:
During a routine review of the patient's ecog in (B)(6) 2020, the treating center identified an unusual signal on the depth lead placed in the right hippocampus indicative of a lead break. Stimulation and detection were disabled at that time. Approximately one month later ((B)(6) 2020), the patient's second depth lead also showed signal activity suggestive of a lead break. Stimulation and detection were also disabled on the second lead. The patient was monitored for three months to see if the seizure frequency changed and a decision to replace the leads was made at the end of this period. On (B)(6) 2021 both leads were explanted and replaced. No information regarding seizure-related trauma or other potential causal factors resulting in the lead breaks were provided by the treating center. The newly implanted leads are functioning as intended and responsive stimulation was enabled at the time of the surgical procedure.

Manufacturer narrative:
(B)(4). 3004426659-2021-00021 / (B)(4). Neuropace is pending return of the explanted product. Neuropace evaluated the patient ecogs and the stimulation path impedance. The review of the patient data was consistent with a potential lead break on both leads.

Manufacturer narrative:
Serial number (B)(6) -(B)(4). The lead was received by neuropace and underwent investigation. The lead was received with an end cap (manufactured by neuropace) attached about 13 cm from the distal end . Visual inspection identified that the coil appeared to be damaged under the end cap. A continuity test was performed using an ohm meter and it was discovered that the coil was completely cut under the end cap. The distal end coil of the lead was completely cut outside the area where the end cap secured the lead; the marks on the lead body (silicone) appear to have been caused by a pinching device like a "dog-bone" cranial plate. Neuropace was unable to confirm the cause of the damage to the lead coil.

Event description:
The explanted device was returned to neuropace and investigated.